Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain during urination, random pelvic pain, painful intercourse, incontinence and chronic vaginal drainage. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.